Event description:
During servicing of an electrodde belt returned for routine maintenance it was noted that several pins in the connector were bent. The most recent user did not report any problems with the connector.